Manufacturer narrative:
This report is submitted on november 30, 2022.

Event description:
Per the clinic, the patient experienced pain and infection at the implant site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on april 19, 2023.

Manufacturer narrative:
This report is submitted on july 25, 2023.